Event description:
Related manufacturer report number: 2938836-2017-18152. During an elective device replacement procedure, externalized conductors of the riata lead were observed. The lead was capped and a new lead was implanted with good electrical measurements. The patient is in stable condition